Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported dislocation of right hip.

Manufacturer narrative:
Additional information added to brand name, common device name, model #/lot #, implant date, PMA# an event regarding dislocation involving a tritanium shell was reported. Shell malposition and dislocation was confirmed following a review by a clinical consultant. Method & results: - device evaluation and results: visual inspection: the device was not returned, however images of the explanted shell were made available. The device was visually unremarkable. - medical records received and evaluation: a review of the x-ray by a clinical consultant indicated: [...in this case, the cup has a very high inclination of 56° where 40° - 45° would be the target for optimal inclination. Furthermore, the cup does have a very high anteversion around 61° where normal range should be within 15° - 25° of anteversion. The high inclination angle with high anteversion make the system vulnerable to impingement between cup rim and neck of stem.[...] [...] We should note that beyond the already high inclination and anteversion of the cup shell also a 10° cup liner has been used which adds even more inclination and anteversion to the total system. [...] A hooded liner with 10° then helps to re-orient the effective inclination angle of the cup shell back to a normal 45° and thereby avoid edge loading phenomena enhancing poly wear and increased dislocation tendencies associated with cups with steep inclination angles.[...] [...] From the patient-related perspective, there is the patient obesity with a (B)(6) where (B)(6) represents the upper limit of normal. Excessive weight is however not normally a root cause for device failure and does not appear to play an important role in the failure mode of this patient although obesity may at times obscure proper visualization of the surgical field during arthroplasty and thereby compromise optimal cup positioning. No indications for presence of device-related factors were seen, consistent with the failure mode and as such root cause of failure for this pi case is not device-related. - device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: review indicated there has been no other similar event for the lot referenced. Conclusions: a review by a clinical consultant concluded: cup malposition in excessive inclination and anteversion with further inappropriate use of an asymmetric liner has contributed to early dislocation post arthroplasty requiring revision of the cup. If further information becomes available and/ or if the product is returned, this investigation will be re-opened.

Event description:
Rep reported dislocation of right hip.